Event description:
It was reported that the customer had issues with bent cannulas. The customer also mentioned bleeding at the insertion site. Customer's blood glucose level at the time was over 300mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.